Event description:
Caller states that a lab to device comparison was run on an emergency room patient. They report that the lab result was 150 mg/dl and the device read 20 mg. The tests were reportedly run at the same time and it is not reported if patient was in a fasting state. As a result, the caller states that the patient was given an IV of dw-5 but it is not reported which reading the treatment was based on. Caller states that glucose control solutions were used and that the results were within acceptable limits. Requested return of suspect device and replacement was sent.